Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge were performed and failed due to usb power surge message when plugged into pc to download. Receiver boot tests were performed and passed. .functional tests were not performed due to usb power surge message when plugged into pc to download. An internal visual inspection was performed and passed. The receiver log was not downloaded due to usb power surge message when plugged into pc to download. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).